Event description:
It was reported that the user experienced fluctuating glucose on the ilet and an urgent low glucose event, with a lowest reported value of 45 mg/dl, after announcing a late meal following correction boluses from the algorithm, which contributed to a downward glucose trend. Symptoms included weakness, sweating, dizziness, and a fall without injury. Outcomes included device alerts for low and urgent low and resolution of hypoglycemia with oral glucose tablets, without hospitalization. Investigation included review of the event details and device-reported actions surrounding the correction boluses and subsequent meal announcement. Investigation of this case revealed that user interaction with meal timing and correction delivery was temporally associated with the hypoglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.